Event description:
Hcp reported the patient was complaining of no pain relief. He also reported the "pump not working". The hcp increased the medication doses through the pump. The catheter was replaced and the drugs still would not go into the reservoir. A new pump was implanted. The hcp reported the drug went into the new pump fine.